Manufacturer narrative:
Updated results code. Conclusion code remains unchanged. It should be noted, that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence". The gore® dualmesh® biomaterial instructions for use also states: "strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material". W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, explant.. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2003: (B)(6). (B)(6), md. Operative report. First surgical assistant: (B)(6), md. Anesthesia: general using endotracheal tube. Preoperative diagnosis (es): left upper quadrant incisional hernia; umbilical hernia. Postoperative diagnosis (es): left upper quadrant incisional hernia; umbilical hernia; extensive adhesions to polypropylene mesh. Name of operation: extensive laparoscopic adhesiolysis; laparoscopic repair of incisional and umbilical herniae. Indications for procedure: this sixty-three-year-old male has previously undergone a laparotomy for a repair of a diaphragmatic hernia and has subsequently undergone three incisional hernia repairs in the upper midline scar. The most recent repair was using mesh. He has now noted a bulge in the left upper quadrant as well as a mildly uncomfortable bulge at the umbilicus. Physical examination suggests both an incisional hernia as well as an umbilical hernia. Operative findings: laparoscopic exploration reveals numerous adhesions in the upper abdomen including multiple adhesions between the small and large bowel and the polypropylene mesh. An extensive adhesiolysis is performed taking about one hour of the two hour procedure. Eventually most of the adhesions were taken down freeing up enough space around the hernias in the left upper quadrant to allow a widely overlapping mesh repair. There are at least three hernias in the left upper quadrant with one being approximately 3 cm in diameter and the other being approximately 1 cm in diameter. These are completely reduced and then repaired. The umbilical hernia itself was approximately 3 cm in diameter. Both of these were repaired using 10 x 15 cm patches of composix mesh. There were no immediate complications. Description of procedure: ¿the patient was placed in the supine position and after the induction of general anesthesia the abdomen was prepped and draped sterilely in the normal fashion. A 5 mm incision was made in the right lower quadrant through which was placed a veress needle and the abdominal cavity was insufflated with co2 to a pressure of 15 mm of mercury. The needle was replaced by laparoscopic trocar and sheath through which was placed a video laparoscope. The abdominal cavity was explored with the findings as described above. Three additional lower abdominal ports were placed with a total of three 5 mm ports and on 10 mm port in the left lower quadrant. An extensive adhesiolysis was then performed using a combination of sharp, blunt and cautery dissection. No cautery was used immediately adjacent to the bowel wall. The transverse colon was intimately adherent to a piece of marlex mesh which had been exposed to the peritoneum. This was taken down nearly completely until the adhesions had been removed at least 3 cm away from the upper most left upper quadrant hernia. There were no adhesions to the umbilical hernia itself. There was a fair amount of fat from the medial umbilical ligaments. The smallest piece of composix mesh available was 10 x 15 cm so two of those patches were obtained and soaked in antibiotic containing solution. The sites on the abdominal wall for these to be placed transversely over the two areas of hernia defects was then marked and four quadrant sutures of #1 pds were placed through the polypropylene side of each of the mesh ovals, tied end cut with their tails approximately 4¿ long. The mesh was then rolled and placed into the peritoneal cavity. Counter incisions were made on the anterior abdominal wall in the same locations as the sutures and the sutures were pulled up full thickness through the abdominal wall, suspending the mesh with the polypropylene side anteriorly. This was done for both pieces of mesh, widely overlapping the hernia defects. A spiral hernia tacker was then used to tack the mesh to the anterior abdominal wall circumferentially with spacing approximately 1 cm. The 10 mm port site had its fascia closed under direct vision using a fascial closure device and 0 vicryl suture. Hemostasis was examined and there was a small bleeder from the omentum which was clipped and then endo-looped to control. The abdominal cavity was aspirated dry and hemostasis was judged to be adequate. The abdominal cavity was exsufflated and all the ports were removed. The eight stay sutures for the mesh were tied deep to the skin and cut short. The 10 mm port site had the skin closed using a running subcuticular suture of 4-0 monocryl and steri-strips were applied. The patient tolerated the procedure well, was extubated in the operating room and returned to the recovery room in stable condition.¿ complications: none. Estimated blood loss: 200 ml. Intraoperative fluids: 800 ml crystalloid. Sponge/instrument/needle counts: correct times two. Dr. (B)(6) was present for the entire operation. ¿ (B)(6) 2003: (B)(6), md. Operative report. Note: dr. (B)(6) was present for the entire operation. First surgical assistant: ryan fields, md. Anesthesia: general anesthesia using endotracheal tube. Preoperative diagnosis (es): abdominal wall abscess following incisional hernia repair. Postoperative diagnosis (es): name of operation: incision and drainage of abdominal wall abscess. Indications for procedure: this 64 year old male underwent a laparoscopic incisional herniorrhaphy approximately one month ago. At that time, the had dense adhesions to previously placed polypropylene and a large piece of composix mesh was placed in an intraperitoneal location. He did well for approximately three weeks when he began experiencing fevers. He was seen as an outpatient when a white blood cell count and physical examination were both normal. The fevers have continued so a CT scan was performed today. This reveals an abscess containing air in the area of the previous hernia sac. Earlier today, he noted a small ¿pimple¿ to the right side of midline which then began draining purulent and malodorous material. A cut down on the drainage site revealed a small cavity on the right side of the abdomen. There is no evidence of communication with a larger cavity and needling multiple area of the abdominal wall likewise shows no other extension of the abscess. This is packed and we plan to repeat CT scan in follow up. Description of procedure: the patient was placed in the supine position and after satisfactory induction of general anesthesia, the abdomen was prepped and draped in normal sterile fashion. A 2 cm transverse incision was made over the draining area and carried down through the subcutaneous tissue. Blunt dissection was then performed and a small cavity measuring approximately 5 x 3 cm was entered and a small amount of purulence was expressed. This seemed to track toward the midline, thus, a midline incision was made through his old scar and carried down to the fascial level. Palpating from the other side of drainage, communicated with the midline but anterior to the area that had been incised. An 18 gauge needle on a syringe was then used to aspirate multiple area of the abdominal wall without discovering any additional pus or any obvious collections. Therefore, it was elected to terminate the procedure at this time. Both wounds, which were now communicating, were liberally irrigated and hemostasis was achieved using cautery. The two wounds were then packed in nu-gauze soaked in dakin¿s solution. A large abdominal dressing was then placed.¿ complications: there were no complications. Estimated blood loss: 30 cc. Intraoperative fluids: one liter of crystalloid. Sponge/instrument/needle counts: sponge, needle and instrument counts were reported to be correct times two. Condition on discharge from operating room: the patient tolerated the procedure well, was extubated in the operating room and returned to the recovery room in stable condition. ¿ (B)(6) 2003: (B)(6), md. Operative report. First surgical assistant: (B)(6), md. Anesthesia: general. Preoperative diagnosis (es): colocutaneous fistula and infected mesh. Postoperative diagnosis (es): colocutaneous fistula and infected mesh. Name of operation: exploratory laparotomy, mesh excision, adhesiolysis, transverse colectomy, and transverse colon anastomosis. Operative findings: the patient had undergone a previous mesh repair of a hernia several weeks prior and developed a fistula to the anterior abdominal wall and evidence of an abscess under the mesh. Counter-drainage had been done previously in the abdominal wall and there were no other abnormalities noted. Description of procedure: ¿the patient was brought to the operating room. General anesthesia was obtained. The abdomen was prepped and sterilely draped. An upper midline incision was made, using the cautery for the skin and subcutaneous tissues. Dissection was carried out to the level of the fascia. At the level of the fascia the mesh was identified. It was excised. The composix mesh was excised intact. There was the mesh from previous operations, well incorporated into the abdominal wall, which was also excised as best as possible. The colon was adherent to the mesh and an abscess cavity was identified under the mesh. These cavities were cleaned out, curetted, and the mesh was completely removed. This left an abdominal wall defect and not significant granulation tissue. The transverse colon was redundant, and it was elected to resect a wedge of the transverse colon. The mesentery was divided and ligated up to the proximal and distal bowel which was soft and pliable. The bowel was divided with the 75 gia stapler proximally and distally. The specimen was sent to pathology. A side-to-side functional end-to-end anastomosis was created with the 75 gia stapler and the resulting enterotomy closed with a linear cutter stapler. The abdominal cavity was then irrigated with copious amounts of saline. Hemostasis was good. The small bowel below was covered with seprafilm. The omentum was covered over the anastomosis and seprafilm was then placed over the omentum and under the abdominal wall. The fascia was then closed with loop #1 pds suture and figure-of-eight #1 prolene suture. The subcutaneous tissue was irrigated with kantrex and the skin was left open. A sterile dressing was placed over the wound. I was the surgeon and present for the critical portions of the case. Dr. Soper was available for the incision.¿ specimens removed: transverse colon and mesh. Complications: none. Estimated blood loss: 150 ml. Intraoperative fluids: see anesthesia note. Sponge/instrument/needle counts: sponge, needle and instrument count was correct times two. Condition on discharge from operating room: she was brought to the recovery room in stable condition. ¿ (B)(6) 2003: (B)(6) hospital. (B)(6), md. Pathology report. Accession #: (B)(6). Diagnosis: colon, transverse, resection: serosal acute inflammation with foreign body giant cell reaction. Focal inflammation and fibrosis of muscularis propria. Serosal adhesions. Two lymph nodes with no evidence of malignancy. Mesh and soft tissue, excision: chronic inflammation and fibrosis. Focal acute inflammation with necrosis. Microscopic examination substantiates the above cited diagnosis. History: the patient is a 64 year old man status post infected abdomen, fistula. Operative procedure: exploratory laparotomy, removal of abdominal mesh, drainage of abscess. Specimen(s) received: a: transverse colon. B: mesh. Gross description: the specimens are received in two formalin-filled containers, each labeled ¿coles, richard.¿ the first container is labeled ¿#1 transverse colon.¿ it consists of 14 cm in length of large intestine with a diameter of 5 cm. The specimen is stapled closed at both ends and the surface is dark brown and focally covered with mesh and fibrotic material. Opened to show red edematous mucosa. Labeled a1 ¿ section from both ends; a2 ¿ section from normal appearing bowel; a3, a4 ¿ inflamed bowel; a5 ¿ lymph nodes. Jar 2. The second container is labeled ¿#2 mesh.¿ it consists of dark brown mesh covered with fibrous tissue measuring 14 x 8 x 0.5 cm. There is minimal tissue covering the mesh. Implant procedure: difficult laparoscopic repair of multiply recurrent incisional hernia with gore-tex dual mesh; laparoscopic adhesiolysis. Implant: gore® dualmesh® biomaterial [1dlmc07/(B)(6), 30 x 20 cm] implant date: (B)(6), 2007 (hospitalization [ni]) ¿ (B)(6) 2007: (B)(6), md. Operative report. First surgical assistant: (B)(6), md. Second surgical assistant: (B)(6), md. Anesthesia: general. Preoperative diagnosis (es): multiply recurrent, complex, incisional hernia. Postoperative diagnosis (es): multiply recurrent, complex, incisional hernia. Indications for procedure: this is a sixty-seven-year-old male with a multiply recurrent incisional hernia. He originally had an upper midline repair of a morgagni hernia many years ago and then had four incisional hernia repairs including one in 2003 complicated by a colocutaneous fistula that required transverse colon resection and mesh removal. He now has a large, almost volleyball sized incisional hernia in his left mid to upper abdomen as well as a smaller, more proximal incisional hernia. He had symptoms from it and he now comes in for repair. At the time of his colon resection, there was seprafilm that was placed to minimize adhesion formation and so it was felt that a laparoscopic approach would be reasonable. Operative findings: there were quite a few omental adhesions, but really no bowel that was directly stuck to the abdominal wall or into a hernia although the colon was a little bit close near one of the upper midline hernia sites but not directly adherent. There was only a little bit of tail of omental attachments that was in the two hernias at the time of the operation. In aggregate, the defects covered a distance measuring approximately 14 x 10 cm although the largest defect was maybe about 6 to 7 cm in diameter. We used a 30 x 20 cm piece of gore-tex dual mesh to cover all of these defects. There was a small piece of mesh present just inferior to the main defect in the left mid abdomen that was intact. The adhesiolysis portion of the operation took 90 minutes. There were no other intra-abdominal abnormalities noted and really minimal adhesions in the area of the previously placed gore-tex mesh and essentially no adhesions in the lower abdomen. Description of procedure: ¿the patient was taken to the operating room and given general anesthesia. Foley catheter was inserted. The abdomen was prepped with chloraprep and draped sterilely. We put an ioban drape over the incision and a laparoscopy drape on top of that. Because there had been no prior surgery in the right abdomen, we made the decision to do a closed insertion of the veress needle. This was done with a saline drop test and the abdomen was insufflated with co2 to a pressure of 15 mm of mercury. The needle was removed and a laparoscopic optical trocar was placed with good positioning. There were no adhesions on that right side and so we placed two additional five mm ports, one right subcostal and one right iliac fossa without difficulty. We then spent the next 90 minutes taking down adhesions which was done by a combination of sharp and blunt dissection and with judicious use of cautery. We were able to use cautery for areas where there was omentum attached with blood vessels because there was no bowel in that area. We gradually got all the adhesions to the posterior abdominal wall down, any adhesions that were up into the largest hernia sac as well as the second hernia sac superior to that. We were very careful taking off the adhesions near the upper most main defect because there was a bit of exposed polypropylene mesh there. Nonetheless, this came off without difficulty. I should add that there were multiple swiss cheese type defects above the main hernia and there were a total of six or seven defects that we encountered and the most proximal of this was up by the xiphoid. Once we had the adhesions all taken down, we measured the aggregate size of the defects and we took a 30 x 20 cm piece of gore-tex mesh which we soaked in antibiotics. We put #1 prolene sutures and 12 and 6 o¿clock and #1 ethibond at 3 and 9 o¿clock. We rolled the mesh and tied it with vicryl ties. We then elected to insert the mesh into the peritoneal cavity through a direct incision over one of the upper most hernia sacs. We made a transverse two cm incision down to the sac, opened the sac and then put the mesh easily into the peritoneal cavity. We closed the sac back up with a running 3-0 vicryl to re-establish pneumoperitoneum. We then cut the sutures holding the mesh inside and unrolled it. It took some time to get the mesh adequately positioned. Because the most proximal defect was very high, we could not bring out stay suture up from throughout with a suture passer. We first used the suture passer to bring the sutures up at six o¿clock and then three and nine o¿clock. We felt that the mesh was not quite ideally positioned and it was a bit of a stretch to get it to go up to cover the most cephalad defect and so we re-positioned that suture a bit more cephalad to bring it actually through or right at the inferior margin of the old gore-tex. We then had these three sutures suspended. We then took a #1 ethibond which and we skied the needle and we sutured it to the most cephalad margin of the epigastric hernia to healthy tissue with that suture in a mattress fashion. We removed that needle and we removed the previously placed suture that was placed on the gore-tex at 12 o¿clock. We then had the mesh suspended at four points. We then took a hernia tacker and at one cm intervals anchored the mesh all the way around to the posterior abdominal wall. We had to place two additional five mm ports over on the left abdomen lateral to our mesh to accomplish this. I should also add that the hernia sac extended quite far out to the left side and we had to be sure that our suture placed out there did not go through the hernia sac. There was a short segment in the most cephalad portion where we could not directly place tacks because of the proximity to the diaphragm and the heart on the underside there. We had tacks placed all the way around except at that one area. We then placed additional fixation sutures at about five cm intervals all the way around. We placed one additional suture in the six o¿clock position a little more cephalad to further anchor the mesh to the previously placed gore-tex mesh. Therefore we had a total of 12 fixation sutures. The mesh looked very well positioned at this point with the abdomen insufflated. We evacuated the abdomen of co2 and the mesh was without any tension as we lowered co2 pressure. There was good hemostasis. I should add that we did inspect our area of adhesiolysis and we were at no time close to the bowel and everything looked good there. We then closed the skin at the mesh insertion site with a 4-0 monocryl subcuticular. The other sites were closed with steri-strips. The patient was then awakened and taken to the recovery room in table condition.¿ complications: none. Specimens removed: none. Estimated blood loss: minimal. Intraoperative fluids: 1600 ml crystalloid. Sponge/instrument/needle counts: sponge and needle counts were correct. Condition on discharge from operating room: stable. Presence statement: ¿I certify that I was present and scrubbed for the entire operation except skin closure and was immediately available for that.¿ ¿the [sic] received two grams of ancef intravenously within one hour prior to skin incision and to be continued 24 hours postoperatively for infection prophylaxis. He also had thromboguards for dvt prophylaxis intraoperatively to be continued postoperatively.¿ ¿ (B)(6) 2007: (B)(6) hospital. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 05054155. W.l. Gore & associates. ¿ the records confirm a gore® dualmesh® biomaterial (1dlmc07/(B)(6)) was implanted during the procedure. Relevant medical information: ¿ (B)(6) 2008: (B)(6), md. Operative report. First surgical assistant: (B)(6), md. Anesthesia: general anesthesia. Preoperative diagnosis (es): abdominal wall drainage with history of prior incisional hernia repair with mesh and posterior mesh fluid collection. Postoperative diagnosis (es): abdominal wall drainage with history of prior incisional hernia repair with mesh and posterior mesh fluid collection. Name of operative procedure: incision and drainage of abdominal wall sinus and aspiration of posterior mesh fluid collection. Introductory note: this is a 69-year-old male who 16 months ago had laparoscopic repair of a recurrent incisional hernia. He had an uncomplicated recovery and was last seen in (B)(6) doing well. He presented to the emergency room yesterday with fever and was found to have an elevated white blood cell count and he had a grape-size area in his wound that had raised up and then started to drain. He was brought into the hospital, placed on intravenous antibiotics, and he is now taken to the operating room to open up this area that had drained and possible aspiration of a posterior mesh collection that was seen on a computed tomography scan and was quite large. Findings at operation: we unroofed the opening in the abdominal wound and there was a bit of a cavity there. We unroofed this and there was a little bit of chronically inflamed tissue, and this was exposed down to the gore-tex mesh at the base over an area that was about 2 to 2.5 cm in diameter. There was no gross abscess, but there was some thin, red fluid which we cultured. We also aspirated through the mesh and removed 370 ml of yellow serous fluid which was sent for a culture and gram¿s stain, as well as a creatinine. Details of operative procedure: ¿the patient was taken to the operating room and was given general anesthesia. He was already on the intravenous antibiotics and had thrombal guards for deep venous thrombosis prophylaxis. The abdomen was then prepped with chloraprep and was draped sterilely. We unroofed this area through the small opening in the skin that was present through his previous scar. We opened this up over a distance of bout 3-4 cm. There was a sinus tract down to the central portion of this that did go down to the previously placed mesh. We cleaned all this out and debrided some of the tissue and we sent a tissue swab plus some tissue for culture. We cleaned this all out and we did not see anything else. Because of this large posterior mesh fluid collection that was seen on a computed tomography scan, we elected to aspirate that, which was done with a 22-gauge needle, and we removed a total of 370 ml of a yellow, serous fluid with two separate aspirations. We sent a portion for culture and a portion for creatinine. We irrigated the wound with saline and then antibiotic solution with kantrex and there was good hemostasis. We packed this with a 1 inch nu gauze soaked in the kantrex and the dressing was applied. I certify that I was present and scrubbed for the entire operation. The patient was awakened and taken to the recovery room in stable condition.¿ estimated blood loss: estimated blood loss was minimal. Intraoperative fluids: he received 400 ml of crystalloid. Sponge/instrument/needle counts: sponge and needle counts were correct. Complications: there were no complications. Specimens removed: specimens were cultures as noted above. Condition on discharge from operating room: awakened, in stable condition. Explant procedure: removal of infected goretex mesh and composix mesh and bilateral flap development and component separation with primary fascial wound closure. Explant date: (B)(6) 2008 (hospitalization [ni]). ¿ (B)(6) 2008: (B)(6), md. Operative report. First surgical assistant: (B)(6), md. Anesthesia: general. Preoperative diagnosis (es): infected goretex mesh. Postoperative diagnosis (es): infected goretex mesh. Indications for procedure: this is a 69 year-old male who 16 months ago had a laparoscopic multiple recurrent incisional hernia repair with goretex dual mesh. He had four previous repairs. He did extremely well until this past week when he started to develop a blister on this wound with some drainage. We had him admitted to the hospital and we opened this up just briefly in the clinic and it was clear that it needed to be drained further. He was taken to the operating room. It was opened and it did communicate with the goretex mesh. In addition, he had a computed tomography scan which showed a large potent fluid collection posterior to the mesh. At operation, we aspirated that through the mesh and cultures from both sites grew staphylococcus aureus. The patient now comes back to the operating room for mesh excision and wound closure. Operative findings: there was an inflammatory peel deep to the mesh. There was a remnant of old composix mesh at the inferior margin of the previously placed gortex mesh. There was no gross puss that we could find anywhere and there was no evidence of a fistula. In addition, there was a few polypropylene mesh fibers at the superior right edge of the fascial margin. We removed all mesh that we could identify as well as all hernia tacks. We were able to get the fascial closed primarily after flap development and bilateral component separation, thus avoiding placement of any biologic or other foreign material. Description of procedure: ¿the patient was taken to the operating room and given general endotracheal anesthesia. He was already on intravenous antibiotics which were continued and he had thromboguards for deep venous thrombosis prophylaxis. A foley catheter was inserted. The abdomen was prepped with chlor-prep and draped sterilly [sic]. The upper wound was opened and extended almost up to the xiphoid and down to below the umbilicus. I should add that there was a separate defect just below the umbilicus that was below all mesh. We gradually worked the gortex mesh off of the posterior abdominal wall and this was generally fairly easy because it was not too densely adherent. We removed tacks and sutures as we went and eventually got all of this mesh off. There was a large area of peel underneath and posterior to this peel, which was probably a portion of old pseudocapsule were a lot of omental adhesions and we did not dissect all of that free. Inferiorly, things were completely free. Once we got the goretex mesh out, we then took off this old composix mesh which was more adherent because of the anterior propylene site, but we completely removed that and then finally there was some old mesh up by the right upper edge of the fascia and we trimmed all of that which we could identify off as well. Bleeding points were cauterized and then we made the decision to try to prepare this primarily and we had already developed fairly extensive flaps in taking the mesh off and freeing up the anterior fascia so we extended this both to the right and left sides out beyond the rectus and did an anterior component separation of the fascia. In doing this, we were able to bring the fascia together without undue tension. We then irrigated the abdomen with saline, followed by kantrex antibiotic solution and we then closed the fascia primarily with interrupted figure of 8 number one proline sutures. Again, it came together without tension and there were no gaps. We then placed two jackson-pratt drains via stab incisions inferiorly under the flaps on either side and secured them to the skin with a 3-0 nylon. We closed the subcutaneous layer with a running 2-0 vicryl, but there was a portion where the gap was too great and we couldn¿t completely run a subcutaneous layer in the upper third. We then loosely approximated the skin with interrupted 2-0 nylon mattress sutures and we packed the intervening segments. A dressing and binder were applied and the patient was awakened and taken to the recovery room in stable condition.¿ present statement: ¿I certify that I was present and scrubbed for the entire operation, except initial wound opening and was immediately available for that.¿ specimens removed: gortex and composix mesh to pathology for gross only. Estimated blood loss: less than 50 milliliters. Intraoperative fluids: the patient received 1600 milliliters of crystalloid. Sponge/instrument/needle counts: correct times two. Complications: none. Condition on discharge from operating room: stable. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correcting date received by manufacturer for the initial MDR: the information needed to determine reportability was received on (B)(6) 21, not on (B)(6) 21.